Event description:
It was reported by the patient's daughter that the patient was in a grocery store when the unit stopped pulsing o2 with no alarm. Patient felt unwell, went to the car, plugged poc in to dcps trying to get the unit to dispense o2. Patient was found passed out in the car in the parking lot. A woman saw her and called 911. An ambulance took her to (B)(6) hospital in (B)(6). Then she was transferred to st. Thomas hospital in nashville. The patient spent four days in ICU and was discharged home two days later. The patient was on life support, treated with oxygen and medications. The patient uses oxygen continually on a setting of 4 due to copd, asthma and lady windermere syndrome.

Manufacturer narrative:
The return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Manufacturer narrative:
The device was returned for evaluation on may 1, 2025. The unit came in for oxygen error. No trouble found. Ran the unit for 24 hours, no errors popped up or recorded on the data log. The unit is working well and within specification. No batteries received with the unit.